Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) read "high" (27.8 mmol/l,500 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include feeling sick, pale and dehydrated. The patient visited the hospital where the patient received IV fluids for dehydration and anti-sickness medication. A new pod was applied for continued insulin therapy. The patient was released from the hospital after six and a half hours.